Manufacturer narrative:
No examination could be performed on the actual product since the customer would not return the sample, and with no date code provided a sample from the same lot or batch could not be obtained. However, another sample presumed to be from a different lot was tested by attaching a light cable to the sample and turning on the light source. Although the connection became hot, approx. One minute of contact did not cause a burn on skin. The test performed unconfirmed the reported problem and the root cause of the burn on the patient could not be determined. Complaint history provided no additional info. No further action has been recommended.

Event description:
The connection between the retractor and the light cord allegedly caused a half centimeter burn on the pt. According to initial reporter this connection should not get hot. The user facility reported that no scarring resulted after treating the pt with ointment and a band-aid.